Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient received a depuy attune total knee in 2015. Patient subsequently had multiple revisions of his knee to address a variety of issues. Most recently patient fell on his left patella possibly disrupted the patella tracking. The surgeon elected to open the left knee to determine the extent of damage. It was determined that a lateral release, scar tissue removal and exchange of the existing patella component to a smaller size would benefit the patient and implanted. The smaller dimensions of this device helped to debulk the overall thickness of the pre-existing component. The patella was now tracking more central in the femoral sulcus, surgeon believes that this procedure has rectified the patient current issues. Doi: (B)(6) 2015; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.